Event description:
(B)(6) reported the following event: during a mis (minimally invasive support) spine fusion, the threaded end of the holding sleeve broke off. It is not known if the broken piece was retrieved there was no report of fragments of the device left in the patient. The surgery was completed with a similar part. The patients status following the surgery is not known. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Device is an instrument and is not implanted or explanted. Additional device manufacture date: 11/17/2011. The device history record was inspected to the synthes incoming final inspection sheet and the product conformed to all requirements. There were no mrrs, ncrs, or complaint-related issues during the manufacture of the product that would contribute to this complaint condition. Placeholder.